Manufacturer narrative:
The pump was received with a detached end cap. Unable to verify the drive support disk due to the detached end cap. The pump was received with a cracked and bleeding glass lcd board. Unable to verify the compromised force sensor system alarm due to a cracked glass on the lcd board. The pump was received with a missing lcd display window, a cracked case, a broken belt clip slot and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, and was unable to exit the prepare to prime loop. Customer's blood glucose level at the time 161 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.